Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter powered off during use. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011 at approximately 7pm in the evening. The patient stated she was unable to check her blood glucose on the subject meter due to it powering off during use. The patient informed the cca that she manages her diabetes with insulin (unknown type and dose) and is a self-adjuster. It is unclear if the patient took any action in regard to her usual diabetes management routine when she was unable to check her blood glucose levels on the subject meter. The patient claimed that on the following day, (B)(6) at approximately 2pm, she developed symptoms of "blurred vision and had difficulty walking." The patient reportedly self treated her symptoms with food and/or drink and denied checking her blood glucose on another device. At the time of troubleshooting, the cca noted that the battery did not need replacing based on the following criteria: testing frequency and expected battery life per the owner's manual and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.